Event description:
It was reported by service report that the wheel had a flat spot which affected the rolling of the cot properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel.